Event description:
It was reported that the patient requested to have the implantable pulse generator (ipg) removed due to chronic pain at the site. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. No issue was identified that required full analysis. Concomitant products: 4592, implantable pacing lead, (B)(6) 2005. (B)(4).